Event description:
The home pt (hp) feels overfilled during fills while using the homechoice cycler for apd therapy. The hp. Feels that the cycler may be delivering more fluid than the programmed fill volume of 2000mls. According to the hp, during drain hp removed 3000mls and continuted to feel overfilled. A device replacement was subsequently requested and there was no pt injury or medical intervention reported.